Manufacturer narrative:
Based on additional information received, the previously reported device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the device was working (no issues) but the patient did not have relief. The hcp reported that the cause of the device not working was ¿mast cell disorder¿. As an action taken to resolve the issue, the stimulation was increased without effect. The patient¿s issue was not resolved after its removal. The current status of the devices was noted as explanted. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor. It was reported that the implant had not been beneficial to the patient. The patient stated that the trial was successful, but when the permanent implant was turned on he experienced a lot of ¿growling in his colon¿ and the success dropped off. The patient was experiencing a 30% symptom reduction and noted that it may be due to his dysautonomia. Additional information received from the patient on (B)(6) 2019 reported that the patient¿s ins was removed because it did not work. There were no further complications reported or anticipated.